Event description:
Ous MDR - after an implantation duration of approx. 42 months ventricular oversensing was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow up data from the 5th of april 2018 were analyzed. No iegms were included for an investigation of the noise signals mentioned in the complaint text. Further electrical parameters, such as the impedance, coil continuity and threshold did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.